Manufacturer narrative:
Device evaluation indicated that the ipg passed performance and photographic imaging tests performed. The complaint the stimulator is turning on and off was not confirmed. Device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was turning on and off whether she was standing or sitting. The patient underwent an ipg replacement due to suspected malfunction with the ipg. The patient was doing well following procedure.

Event description:
A report was received that the patient's ipg was turning on and off whether she was standing or sitting. The patient underwent an ipg replacement due to suspected malfunction with the ipg. The patient was doing well following procedure.